Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power, low battery, battery error or battery out limit alarms noted. Unit had intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had cracked display window corner,scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was 175 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.